Manufacturer narrative:
No documented fix; system restarted to continue the procedure. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that live video was unavailable during a vascular procedure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.